Event description:
Laser malfunctioned while being used on a pt. Set at minimum power to put out 100 milliwatts, but changed to 700 mw by itself. The pt had bleeding as a result. Display showed power of 100mw.